Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was returned for analysis. The balloon is loosely folded. The hypotube, outer shaft, inner shaft, balloon and tip were visually and microscopically examined. There are numerous hypotube and shaft kinks. Microscopic examination of the device revealed that there is a balloon pinhole at the markerband. The tip is damaged. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the left femoral artery using ipsilateral approach. The target lesion was located in the vessel below the left knee. After crossing a non-bsc guide wire, a 1.5mm x 20mm x 143cm coyote es was advanced for dilation. However, during inflation within specified pressure, the balloon ruptured. The procedure was completed with a 2x40mm and 2.5x300mm non-bsc device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the left femoral artery using ipsilateral approach. The target lesion was located in the vessel below the left knee. After crossing a non-bsc guide wire, a 1.5mm x 20mm x 143cm coyote es was advanced for dilation. However, during inflation within specified pressure, the balloon ruptured. The procedure was completed with a 2x40mm and 2.5x300mm non-bsc device. No patient complications were reported.